Event description:
It was reported by the customer that they are returning their unit for service. The sthc1 has a problem with the green cable. No other information is available. There was no reported patient consequence.